Event description:
Experiencing an array of pain, different types of pain in the area of the medical device (defibrillator). Sometimes like heat generating from the device. Sometimes like impulsive pains (electrical impulses.) Feeling movements, induced impulses, pressure on my heart (induced pressure). Feels as if taking hold of my heart! Sometimes like an electrical field being sent into my body. A very uncomfortable feeling, difficult to process. Feels like I¿m being attacked. This happened at home, while at work, while driving and other locations. (I have done some research on electromagnetic). Where defibrillator device has been tested at the doctors office of hospital, there has never been and evidence of any of this activity taking place. (Threw device scans and interrogation) UDI number: (B)(4).